Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used in a procedure in the stomach performed on (B)(6) 2013. According to the complainant, during the procedure, the physician inflated the balloon inside the stomach in order to perform a cyst drainage under endoscopic ultrasonography. When he attempted to withdraw the device, resistance was encountered at the distal end of the endoscope. The physician removed the balloon and found that the exit marker peeled off inside the patient. The fragment was successfully retrieved using a snare. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.